Manufacturer narrative:
Philips service replaced the motorass. Rotation drive and potentiometer assy, rotation drive. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geo reset during c-arm movement causing delay on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.